Manufacturer narrative:
On an unknown date (after the primary surgery but prior to the revision one), the patient came in with a periprosthetic fracture and a long plate was implanted. After that, the patient came in for the infection. On (B)(6) 2017, the supplier of the ceramic ball head involved in the complaint (not marketed in the us) provided a document review, reporting as follows: the component properties and microstructure as obtained from the quality documents accomplish the requirements as specified at the time of production. There are no indications of any pre-existing material defect or non-conformities regarding sterilization. Due to lack of ceramic parts, further investigations cannot be done. Batch review performed on 04 september 2017. Lot 163172: (B)(4) items manufactured and released on 31 august 2016. Expiration date: 2021-08-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 05 september 2017 the medical affairs director performed a clinical evaluation and commented as follows: infection in cementless tha, 9 months after reoperation due to periprosthetic femoral fracture. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
The patient had an infection and the surgeon decided to take out the plate, change the mobile parts of the prosthesis (liner and head) and replace another plate. The surgeon revised the insert liner and replaced the ceramic head with a crco ball head. The surgery was completed successfully.